Manufacturer narrative:
Initial reporter is synthes affiliate. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the inspection in the warehouse, four (4) of maxframe quick adjust struts x-short, five (5) of maxframe quick adjust struts short, four (4) of maxframe standard struts xx-short, eight (8) of maxframe standard struts x-short, five (5) of maxframe standard struts short, five (5) of maxframe standard struts medium and one (1) of maxframe standard struts long were noticed to have a comic substance, which could be a loctite pouring out, down at the thread. There was no procedure nor patient involvement. This report captures two (2) devices. Additional devices are captured in (B)(4). This report is for one (1) maxframe quick adjust strut short . This is report 2 of 2 for (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. It was clarified that there were four (4) maxframe quick adjust struts short involved in the complained event not five (5) as originally reported. The four devices are captured and reported on related complaints (B)(4). The one reported on this complaint was added in error.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. It was clarified that there were four (4) maxframe quick adjust struts short involved in the complained event not five (5) as originally reported. The four devices are captured and reported on related complaints (B)(4). The one reported on this complaint was added in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.